Event description:
Customer reported not being able to use their freestyle freedom blood glucose monitor as the meter had been left in their car overnight, and temperature had dropped to 30 degrees f. The operating temperature range for the freestyle freedom is 40 degrees f - 104 degrees f. As a result, the customer felt shaky, blurred vision, and reported losing consciousness. Customer's husband called their dr, who advised the customer to eat, rest and check glucose in 2 hours. Customer drank juice and ate food to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.